Event description:
Patient having arthroscopic knee surgery. It was noted during procedure that the insulation on the serfas handpiece become damaged-appeared, insulation became frayed and metal tip was damaged. Handpiece was removed from knee and examined and sequestered. New handpiece (different lot) opened. What appeared to be metal "fragments" were visible int he knee joint. Copious irrigation did not remove the fragments. Surgeon decided to leave fragments in knee. Left knee arthrofibrosis.